Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: they were unable to open the jaws on the tissue and once they got it off the tissue the jaws would not close back up. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic hysterotomy the jaws locked up and they received error 'replace instrument.' A new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 5/3/2022. D4 batch #: v95x19. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2s35 device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No alert screens were displayed during testing. No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.